Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage past the stopper with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage past the plunger rod.

Event description:
It was reported that there was leakage past the stopper with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, translated from german to english: leakage past the plunger rod.

Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 309110 lot 1901136 to investigate for this record. A leakage through the plunger rod was observed in two of the provided samples which verified the reported issue. Bd determined a damage in the plunger rod by the evaluation of the plunger under magnification. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.